Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the catheter became entrapped on the guidewire and tip damage occurred. The 75% stenosed lesion was located in a non-calcified and mildly tortuous left anterior descending artery. When the physician attempted to insert the 2.50x12mm taxus liberte' drug eluting stent into the guide catheter along the guidewire, the physician felt resistance and the device became entrapped on the guidewire. The stent never entered the patient's body. When the stent was removed, it was noted that the tip had completely torn into two pieces. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is satisfactory.